Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not observe drops of insulin exit the infusion tubing during the load fill tubing sequence. Ultimately, the customer was able to observe insulin drops exit the infusion set tubing and resume insulin delivery after multiple attempts with multiple infusion sets and cartridges. The customer's blood glucose level was 183 mg/dl.